Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process, which successfully resolved the error as the pump did not display the cgm error code again.